Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-04035 / 04042).

Event description:
Patient's legal counsel alleges unknown complications approximately six years post-implantation of left hip arthroplasty. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.